Event description:
Customer reported being hospitalized for dka. Customer reported having high blood glucose levels consistently for 2 months prior to hospitalization. Customer also stated that high blood glucose levels have persisted since brand of insulin was changed in 2005. Customer stated that crystals were present in insulin at time of call. Customer also stated that he sits while inserting set. Troubleshooting performed and pump appeared to be operating as designed. Pt and md were both uncomfortable with pump and requested that pump be replaced. Pump was replaced accordingly.